Event description:
Mps reported arm physically dropping once in haptics. Already spoke with fse. Mps was originally having difficulty passing sawblade checkpoints. He was able to fix that by re-registered. Then, once they were able to successfully get into haptics during 'bone prep', the surgeon released the mics trigger and the arm physically dropped. Surgery not completed robotically.

Manufacturer narrative:
Reported event. An event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: cut sawbones with mps and then ran all gravity's on robot and verified arm is stable and no longer dropping out of haptics. Completed all testing and verification¿s on robot. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob383 was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob383 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4): mps reported arm physically dropping once in haptics. Already spoke with fse. Mps was originally having difficulty passing sawblade checkpoints. He was able to fix that by re-registered. Then, once they were able to successfully get into haptics during 'bone prep', the surgeon released the mics trigger and the arm physically dropped. Surgery not completed robotically.